Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a vats lobectomy. The stapler with reloads was used during procedure. The patient was under general anesthesia. After the completion of the procedure, there was a bleeding through chest drain found. Chest cavity was re-opened immediately and it was suspected the bleeding site was at one of the veins. The patient died on the table after cardiopulmonary resuscitation.